Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the impactor pad fractured during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and the reported event was confirmed as the returned device was fractured as claimed. All pieces were returned for visual inspection, which confirmed that returned femoral pad was fractured into two pieces. The device was manufactured in july of 2012 and had an estimated field life of 3 years 11 months with an unknown frequency of use. The device history record and receiving inspection report were reviewed with no deviations or anomalies found. Review of the complaint history determined that no further action is required as no trends were identified. As the device was used in the field for an extended period of time and was returned measuring to print specifications, it is believed that the device left zimmer biomet control conforming. The package insert was reviewed, noting instructions indicating that the pad should be carefully cleaned in approved solution, maintained, and inspected prior to its potential multiple uses. Therefore the root cause can be said to be wear and tear from use, with a known inherent risk of procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.